Manufacturer narrative:
D10. Concomitants: 0806283 204-01-06 - ps cemented femoral sz 6, 0976352 204-04-65 - trapezoid tibial tray sz 6f/5t, 1251562 200-02-38 - three peg patella 38mm. These devices are used for treatment not diagnosis.no other information available. Pending investigation

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2009, and then experienced revision surgical procedure on (B)(6) 2023 approximately 13 years and 8 months after initial implant. Per postoperative diagnosis stated in op report: failed right knee (advanced wear of polyethylene liner with severe soft tissue reaction. Revised to competitor's devices (femoral, tibial, and patella components). No images were provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b1 b2 g1 h6 the following sections were corrected: e1 h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b1- both adverse event and product problem b2- both hospitalization - initial or prolonged and required intervention to prevent permanent impairment/damage (devices) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.